Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 20 months ago. At the time of implant the aneurysm was 55 mm in diameter. The aortic neck was 20 mm in length, 22mm in diameter and it had an angulation of 45 degrees. The stent graft was implanted 3 mm from the level of the renal arteries. There was 40mm of bilateral seal zone. It was reported that the stent graft was found to have migrated 20mm and there was a proximal type 1 endoleak present. The aneurysm had grown to 59 mm. The stent graft migration and the endoleak were attributed to the aortic neck angulation and dilatation. The angulation went to 60 degrees. The distal portion of the aortic neck had dilated to 27mm. The proximal portion of the aortic had a chunk of calcium. Two aneurx aortic cuffs and 1 talent aortic cuff were implanted proximal to the aneurx bifurcated stent graft and successfully resolved the endoleak and the stent graft migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other (required secondary intervention). Eval: results - angulated, dilated and reverse funnel shaped aortic neck. Migration, endoleak. Conclusion - angulated, dilated and reverse funnel shaped aortic neck.